Manufacturer narrative:
The patient's age is unknown; however the patient was under 18 years of age. (B)(4) the investigation finding: catheter torn. Visual evaluation of the returned device found that the guidewire lumen of the device was torn from the distal end of the guidewire channel to the tip, splitting the tip. A remnant of the torn lumen was attached approximately 2.2 cm from the distal tip. The ro marker had been detached from the guidewire lumen and was not returned. Examination of the working length revealed witness marks indicating that he ro marker had been placed inside the lumen during manufacturing. The damaged distal working length including tip is likely due to excessive force during customer handling/usage. Review and analysis of all available information indicated the most probable root cause for this event was operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during cannulation when the device was over the guidewire, the radiopaque marker came off the cannula in the duodenum. The radiopaque marker and device were removed from the patient. The procedure was completed with another rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: catheter torn.